Event description:
The lesion was a chronic total occlusion (cto) in left mid superficial femoral artery (sfa). The originally placed balkin sheath replaced by an 8fr raabe sheath which was inserte fully so that it was well down the sfa and near the proximal aspect of the lesion. A silverhawk (p4012) ls device was then used. The physician said the device passed through the sheath with no resistance and after 2 cuts, re-entered the sheath (without angulation) without any resistance. Total of 8 cuts, looked really good except for a small fistula, requiring a stent.